Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at their implant site and three hematomas. The patient had their implantable pulse generator (ipg) incision drained. It was planned to drain the hematoma again through aspiration. The ipg remains in use. No further patient complications have been reported as a result of this event.